Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that an unknown patient underwent a ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow issue occurred. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted visual inspection of the returned device which revealed that there was no damaged observed on the vizigo sheath. The returned sample was connected to cool flow pump and no leakage was observed, then the functional test was performed, and no issues were observed. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis a device history record was performed, and no internal actions related to the reported complaint were identified. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of quality process all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). Note: date of event (day/month) are not available, as such, field date of event¿ has been populated with 1/1/2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Second physician contact information provided as: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent a ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow issue occurred. During aspiration of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve let go air inside. Aspiration to remove any air-bubbles was just possible while closing hemostatic valve manually by using the thumb and wet sanitary napkins. This happened after transseptal punctures and before catheter insertion. Procedure could be finished with this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Procedure could be finished normally. There was no patient consequences.